Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), presented to the emergency room after getting shocks for sinus tachycardia. Review of a consult transmission exhibited inappropriate anti-tachycardia pacing (atp) due to atrial driven tachycardia episodes, with therapy exhaustion observed in an episode. Technical services (ts) also noted device battery status had reached elective replacement indicator, and recommended replacing device within 90 days. Subsequently, the device was explanted and replaced with a new device. No additional adverse patient effects were reported. At this time, the device has not been returned for analysis. If the device is received, product analysis will be completed, and this report will be updated with pertinent information.